Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Product is not available; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Customer has indicated that the blood filter component was manually squeezed to increase flow, causing pressure on the leur lock distal to the component, it is expected that this has increased the risk of leak. Education is being conducted to ensure this practice does not continue. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked blood at the leur connection below the drip chamber while priming blood. Tubing was first primed with saline. Clinician squeezed the blood and drip chamber prior to leak. No injury was reported.